Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during insertion of the tibial implant in a primary knee procedure using a loaner set, the tibial impactor fractured and the broken fragment became lodged behind the tibial implant without immediate detection. The issue was identified during a post-operative x-ray, which revealed the presence of metallic debris in the patient¿s knee. The patient underwent a second surgery within approximately one hour to remove the fragment, which was successfully retrieved. As a precaution to mitigate the risk of micro-scratches, the tibial insert was also replaced; due to loaner set limitations, the original 9 mm insert was exchanged for an 8 mm insert. The additional intervention resulted in an approximate 60-minute increase in surgical time. Attempts have been made and no further information has been provided.